Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2005, the patient underwent percutaneous coronary intervention (pci) and a taxus express2 drug-eluting stent was implanted in the mid left anterior descending (lad) artery. In (B)(6) 2015, the patient presented due to unstable angina. Five days later, left heart catheterization and coronary angiography was performed. Two days later, the patient was transferred to a second hospital for intervention and left heart catheterization and coronary angiography was performed. Subsequently, the patient underwent an urgent/emergent pci. The target lesion was located in the mid lad artery with 80% stenosis. It was 20mm long, with a reference vessel diameter of 3.0mm. The lesion was characterized as an in-stent restenosis of the previously implanted taxus express2 stent. Mild calcification was present. Fractional flow reserve (ffr) evaluation of the lad was 0.73, which was consistent with a hemodynamically significant lesion. The target lesion was treated with predilation using a 2.5mm balloon catheter at 14 atmospheres and insertion of a 3.00 x 24mm promus premier drug-eluting stent. Post dilation was performed with a 3.5mm balloon catheter at 18 atmospheres. Post procedural residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel.